Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as rash under the left breast. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services sent extra garments. The patient applied cortisone cream and cardiologist advised the patient can remove the equipment for a week to allow the irritation to improved. Follow up indicated the irritation improved.